Event description:
Two weeks after surgery, pt had a weepy wound, showed signs of infection and complained of pain. Explant was pristine with no bony ingrowth. Lab test showed some gram positive cocci (low levels).